Event description:
A report was received that the patient was experiencing burning sensation with the paddle lead. It was believed that the lead was a hitting a nerve root. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the paddle lead was replaced per physician's preference. The patient was doing well following procedure.

Event description:
A report was received that the patient was experiencing burning sensation with the paddle lead. It was believed that the lead was a hitting a nerve root. The patient will undergo a revision.

Manufacturer narrative:
Device evaluation indicated that the lead passed visual, electrical, and photographic imaging tests performed. The complaint was not verified. Visual and x-ray inspections were performed to ensure the device integrity. Impedance measurements were within the normal range. No anomalies were found.

Event description:
A report was received that the patient was experiencing burning sensation with the paddle lead. It was believed that the lead was a hitting a nerve root. The patient will undergo a revision.